Event description:
A malfunction was reported, with a code displayed as malf 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and instructed to continue using it while being advised to call back if the issue recurred.